Event description:
N/a.

Manufacturer narrative:
Updated fiedls- b4, d8, d9, g3, g6 , h2, h3, h6 codes(investigation types, conclusion, findings), h11. A getinge field service engineer (fse) stated that the cause was balloon rupture. There was no blood inside the device. An operation inspection was performed based on the inspection record sheet and the results were good, so the device was returned to the hospital. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿iab/balloon¿. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Manufacturer narrative:
Due character limit e1 event site name- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs300 intra aortic balloon pump(iabp), had a gas leak. There was no harm or injury reported.